Event description:
Product "standard dp2500l s/pk pin 50" manufactured by b braun is leaking through the vent. On 4/8/2025, we received three separate reports from three separate individuals preparing doses that there this product was leaking. Reference report: mw5169106, mw5169107.